Event description:
Device malfunction: suture retrieval (device #4). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel, using a perclose at device after an unspecified procedure. Reportedly, upon withdrawal of the plunger there was no suture present. The device was removed and three perclose at devices were used with the same results. Hemostasis was achieved, using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info. Devices #1, #2 and #3 - perclose at (part# 12337-05; lot #49058-6h), are being filed under medwatch reports 2953144-2008-01699, -01700 and -01701, respectively.